Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. Evaluation of the returned device was completed. The pump evaluation was completed on 08/29/2024. The complaint investigation was tested with all testing protocols to fully diagnose the device and try to replicate the reported malfunction. The pump successfully passed all testing protocols and was unable to confirm the reported condition. There were no signs of a pressure sensor issue as noted by the end user, and all pressure-related tests passed without any issues. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
There are previous complaints (B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 07/15/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported that the pressure sensor 30 psi value (p.I) had failed under required parameters and it was needing to be calibrated. No patient was involved.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint #(B)(4).